Event description:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 11-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of urticaria ("frequent urticaria") and haemorrhagic diathesis ("heavy bleeding in the event of even a minor cut") in a (B)(6) female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced urticaria (seriousness criteria disability and intervention required), general physical health deterioration ("deterioration of general health"), upper respiratory tract infection ("recurrent ent infections"), fatigue ("constant fatigue"), immune system disorder ("immune disorder"), tremor ("trembling"), balance disorder ("loss of balance"), insomnia ("chronic insomnia"), aphonia ("voice loss"), feeling drunk ("feeling of drunkenness"), contusion ("major bruising for no apparent reason") and haemorrhagic diathesis (seriousness criterion medically significant). The patient was treated with surgery (essure inserts removed with ablation of uterine tubes). Essure was removed on (B)(6) 2017. At the time of the report, the urticaria, general physical health deterioration, upper respiratory tract infection, fatigue, immune system disorder, tremor, balance disorder, insomnia, aphonia, feeling drunk, contusion and haemorrhagic diathesis outcome was unknown. The reporter considered aphonia, balance disorder, contusion, fatigue, feeling drunk, general physical health deterioration, haemorrhagic diathesis, immune system disorder, insomnia, tremor, upper respiratory tract infection and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 16-aug-2017 for the following meddra preferred term: urticaria. The analysis in the global safety database revealed 63 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.